Event description:
The customer reported the visera pro xenon light source front panel is flashing. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a scorched inlet fuse box, high brightness mode failure due to the output connector, and normal light filter surface burn were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer, the device history record (DHR) review, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified; however, as a result of checking the past repair history from the occurrence date of the complaint, the subject device had no repair history ever since it was delivered. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.